Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 185 ohms. It was noted since implant, shock impedances have been high which was contributed to the patient being obese. Technical services was consulted for recommendations. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported technical services reviewed the lead trend data and confirmed impedances have been gradually rising with the highest impedance value measuring 185 ohms. Ts recommended performing x-rays. At this time, the lead remains in service. No adverse patient effects were reported.